Manufacturer narrative:
Philips service installed and calibrated a new detector px4800 and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the generator was unable to produce x-rays due to detector failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.